Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not in its original packaging and in decontaminated conditions. Functional testing was not performed since the sample device returned was broken. The reported complaint was confirmed. The root cause was determined to be caused by the union asv valve with the y-site was stressed when attempted to be open which caused the valve to be broken. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4)located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. Additional information was received. The issue occurred during infusion and while in use with the patient. Per the reporter, there were no patient adverse effects; no medical treatment was needed. The event was resolved and new tubing was used to provide medication to the patient.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the disposable detached. Patient involvement is unknown.